Event description:
Boston scientific received information that this patient was a twiddler and as a result the right ventricular lead had dislodged. The pacing impedances were less than 200 ohms, with increased thresholds, and diaphragmatic stimulation with pacing. The lead was surgically abandoned and a new lead was successfully implanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.